Event description:
Report received of non-delivery of IV fluids. It was reported that the pump display was incrementing, indicating that an unspecified fluid was being delivered at 50 ml/hour, but the bag remained full. It was unknown how long there was a non-delivery of fluid. There was no reported adverse pt event. The tubing was reported to be readjusted, and then the fluid was infusing. Though requested, there was no further info available.